Event description:
It was reported by the rep that the device was used during a colectomy. It was reported after firing the tlc55 twice, the third reload would not allow the device to fire. "The device was locked-out." After trying subsequent reload the device still would not fire. There was no consequence to the pt.